Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath on the rv lead, advancement was made to the mid superior vena cava (svc) when progress stalled. Switching to the ra lead in order to free up lead on lead binding with the same glidelight, the ra lead was successfully removed. An .035 j wire was placed down the glidelight at that time, to retain access and prepare for implantation of a new lead. As the glidelight was being removed from the patient, a pericardial effusion was detected via transesophageal echocardiography (tee) and the patient's blood pressure dropped. Rescue efforts began immediately, including rescue balloon and sternotomy. A small svc perforation was discovered and repaired. Post-sternotomy, the rv lead was removed with a spectranetics 13f tightrail rotating dilator sheath. The patient survived the procedure, and after given time to recover, new leads will be implanted. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.